Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in an unspecified location in the patient's anatomy. Upon the initial inflation attempt, the balloon catheter would not inflate. In an attempt to retract the sds into the guide catheter, resistance was reported causing a portion of the sds to protrude from the guide catheter. Upon withdrawal of the guide catheter and the sds as one unit, the stent was observed to be missing. The guide catheter was examined in an unsuccessful attempt to locate the stent. Although mild chest pain was reported, there were no further patient complications reported relative to this event.